Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, the right atrial (ra) lead was noted to exhibit high capture threshold, low impedance and noise over-sensing causing inappropriate automated mode switch (ams) episodes. Programming changes were made to resolve the issue and the clinic will continue to monitor the patient. The patient had no adverse consequences.